Manufacturer narrative:
E1: facility complete name (B)(6) hospital. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device image was blacked out. The issue was found during a laparoscopic cholecystectomy procedure and was completed using a similar device. There was an unspecified length of delay in replacing the equipment, and the patient was under anesthesia at the time. No patient harm was reported by the customer.

Event description:
It was reported, the subject device image was blacked out. The issue was found during a laparoscopic cholecystectomy procedure and was completed using a similar device. There was an unspecified length of delay in replacing the equipment, and the patient was under anesthesia at the time. No patient harm was reported by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned hence malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.